Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/29/2016 and 10/15/2016. The events of infection and dyspnea are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Patient reported a left side deflation, infection, and "they are having difficulty breathing." Healthcare professional confirmed the deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, yellow particles, wear abrasion, fold creases. A leak test was performed and found two openings. A microscopic analysis identified two curved sharp openings on posterior side assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specifications. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two curved sharp openings due to unidentified(tear) opening. The wrinkling condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device is an explant.

Event description:
Patient reported a left side deflation, infection, and "they are having difficulty breathing." Healthcare professional confirmed the deflation. Device has been explanted.